Event description:
The customer states that the cd 3200 cs analyzer is generating "sampling error" messages intermittently for pt hematology results. The issue was occurring in the closed mode of operation and the customer was not reporting out results with sampling error messages. In 2007, the results from a pt specimen that did not display a "sampling error" message was reported out of the lab and questioned by a physician. A hemoglobin of 6.0 g/dl was reported. The specimen was repeated twice in the lab yielding results of 11.2 and 11.3 g/dl. The specimen was sent to a reference lab obtaining a hemoglobin result of 12.0 g/dl. No info was provided for pt age, weight and relevant history. There was no impact to pt management reported.

Manufacturer narrative:
Investigation summary: in 2007 the customer reported intermittent sampling errors on a cell-dyn 3200 on pt testing. Patients are run in closed mode. Controls are run in open mode and were within assay range. During the sampling error issue of event date, a pt result was reported out and questioned by the physician. On that day, the sample had hgb=6.0 g/dl. The sample was retested on the cd 3200 and offsite respectfully obtaining results of hgb=11.2/12.0 g/dl. Customer repeated sample on 3/13 with hgb=11.3 g/dl. There was no treatment to the pt or delay of treatment. No additional info on the pt was available. Troubleshooting was performed by customer, without resolution. The customer replaced transfer pump tubing, cleaned shear valve and replaced diluent/sheath. The customer technical advocate (cta) instructed the customer to aspirate a sample then observe sample movement in the pathway up to and through the shear valve and the movement of the shear valve. The cta recommended additional troubleshooting of cleaning y valve (customer was uncertain if issue is in closed as well as open mode) and cleaning the closed mode aspiration needle. About six days later, the customer reported the issue persisted. A field serice rep (fsr) went to site that day. The fsr cleaned and cleared particles from dilution path, then cleaned/adjusted voltage on hgb flow cell, cleaned the woc flow cell and removed clots from sample injection tubing. On the following day, the verification of the instrument was done by running controls which passed. Trending analysis: a review of complaint reports, for the period august 2006 through jan 07, did not indicate any adverse trend for cell-dyn 3200, list bases 04h60-01 (which includes ln:04h59-01) on issues with discrepant hgb results and sampling errors.labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 10: troubleshooting and diagnostics: pp. 10-27; 10-82. Device maintenance contributed to the event. The issue was resolved by field service cleaning the device and adjusting the hemoglobin voltage output. No impact to pt management was reported. This is the final report end of report.